Event description:
Device 2 of 3: reference MFR. Report # 1627487-2018-12554, reference MFR. Report # 3006705815-2018-03178.

Event description:
Device 1 of 3: reference MFR. Report#: 1627487-2018-12576. Reference MFR. Report#: 1627487-2018-12577. It was reported the patient experienced inadequate stimulation. As a result, surgical intervention was undertaken wherein one of the three leads was explanted.

Event description:
Device 2 of 3. Reference MFR. Report # 1627487-2018-12554. Reference MFR. Report # 3006705815-2018-03178. It was reported during follow up the patient underwent surgical intervention, during which the patient's leads and ipg were replaced. Surgical intervention addressed the issue.